Event description:
It was reported that post implant the rv (right ventricular) lead migrated through the rv free wall and into the pleural space. The patient was taken to surgery and the rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the inner insulation was kinked buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage.